Event description:
Zoll customer support contacted a (B)(6) male pt to replace his monitor. The pt's download revealed several 'response buttons stuck' messages. When support contacted the pt to troubleshoot, the pt reported that the device constantly prompts to release the response buttons when he is not touching them. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (response buttons stuck messages) has been confirmed. Upon eval, the monitor end cap was damaged around both the front and rear response buttons. The cause of the sticking response buttons is damage to the end cap. The root cause of the damage cannot be positively identified but was likely a result of physical abuse. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.